Event description:
The prosthesis was implanted as an axillofemoral bypass on (B)(6) 2011. A rupture was noticed at the level of the femoral triangle. The rupture was located at the end of the ringed zone, approximately 1 to 1.5 cm from the distal anastomosis.

Manufacturer narrative:
Method: review of the device manufacturing record history. Results: review of the device manufacturing record history confirmed device met pre-release specifications.